Event description:
It was reported the video system center exhibited e266 and no image during sedation for a therapeutic arthroscopy. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in transmit/receive module. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to the disconnection in transmit/receive module, the endoscopic image couldn't be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited e266 and no image during an unspecified procedure. There were no reports of patient harm.